Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 04-sep-2019 from a healthcare professional (hcp) who reported that the refill date when the issue was discovered was (B)(6) 2019. The cause for being unable to aspirate from the cap (catheter access port) was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 745mcg/ml via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2019 it was reported that the healthcare provider decided to do a surgical exploration because the patient was unable to have the cap (catheter access port) aspirated at a refill. The reporter did not know the date the refill occurred, but once they opened the patient up today there was a lot of scar tissue where the pump segment and pump connect. They were able to successfully aspirate 1 ml from the cap then they saw air bubbles. The catheter was revised. No patient symptoms and no further complications were reported or anticipated.